Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was implanted on (B)(6) 2016. On an unknown date, the user pumped the valve which resulted in a blockage; therefore it was explanted on (B)(6) 2020.

Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation: DHR - lot number cvdbb3, showed 1 non-conformity (sterilization issue) that have been processed before the batch was released to stock on 17 mar. 2016. The non-conformity reported issue had no link to this complaint. Failure analysis - the valve was visually inspected; a small hole in the silicone housing above the valve casing was noted and the cam was in the up position and the spring seemed squashed. The valve was tested for programming; the valve failed the test. The valve was stuck at setting 6 and the rotating construct was stuck in the upper position. The valve passed the tests for occlusion, leak, reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification. Marks were noted in the center of the casing base. Root cause - the most probable root cause for the hole noted in the silicone housing above valve casing as well as marks noted in the valve casing base could be due to the valve receiving a hard knock that may also induced the helical spring squashed and rotating construct to be stuck.

Event description:
N/a.